Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500 mcg/ml at 205 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient heard an alarm and was spastic. The hcp interrogated the pump on (B)(6) 2018 and read the motor had stopped on (B)(6) 2018. The hcp contacted the neurosurgeon to change/replace the pump. The pump status was considered implanted - out of service. It was stated there were no environmental contributing factors (no electromagnetic interference). It was unknown if the issue was resolved. It was stated the patient status was alive - with injury. Details of the injury were "the motor of the pump stopped." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A summation of the pump logs was provided. It was indicated that a motor stall occurred on 2018 (B)(4) at 22:30. A tube set message occurred on 2018 (B)(4) at 22:30. Motor stall recovery occurred on 2018 (B)(4) at 00:23. Another stall occurred on 2018 (B)(4) at 05:21. A motor stall recovery occurred the same date at 11:52. Another stall occurred the same date at 13:04. A tube set message occurred on 2018 (B)(4) at 13:04. A motor stall recovery occurred on 2018 (B)(4) at 10:42. Another stall occurred on 2018 (B)(4) at 01:36. A tube set message occurred on 2018 (B)(4) at 01:36. A motor stall recovery occurred the same date at 12:43. It was stated a date for the pump replacement had been set for 2018 (B)(6). The representative stated they would send the pump for return on 2018 (B)(6).

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.